Event description:
Information was received, from a friend/family member. Regarding a patient, who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim. It was reported, that the patient went into the hospital about 2 weeks ago and since then, the patient has been going to the bathroom a lot and they can't walk real well. The caller stated, the patient had recently been moved to an assisted living facility and the caller asked, the personnel at the rehab facility if they'd checked the patient's device. And the personnel didn't even know, that the patient had a device. So they were trying to connect to the patient's implant, but hadn't been able to connect. Caller stated, that their father in law had been able to program the patient's implant, prior to the patient's going into the hospital, but now they were trying to program it for the first time. And they were getting the device not responding message, even though the communicator was not plugged into the wall. And it was over the implant site. Caller stated, they'd been able to connect many times in the past, prior to this issue. Patient services reviewed electromagnetic interference considerations with the caller and asked, the caller if the patient was near anything that could potentially cause the issue. And the caller stated, no. That the only things the patient did have around were the bed controls and their cell phone. Patient services reviewed with the caller to attempt to connect with the patient away from the bed controls. Patient services asked, the caller if the patient had any falls or traumas that would have led to the issue and the caller stated, that the patient had fallen. Caller stated, the patient fell probably about 4 weeks ago on their buttock and that's around the time when they noticed the therapy wasn't working as well. And it got worse, while they were in the hospital. The issue was not resolved through troubleshooting. Patient services redirected the caller to follow up with the patient's health care provider (hcp) on record to check the implanted system, since the fall and to discuss their symptom concerns. The caller stated, they were going to reach out to the managing health care provider to see if they could have a representative come to the facility to assist the patient in programming the new device. No further action was taken by patient services.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.